Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a sagittal split ramus osteotomy (ssro) procedure to treat the mandibular jaw deformity, the locking screw was not able to be tightened against the moj plate. The plate can be fixed with the alternative screw. The procedure was completed without any surgical delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) matrix lock screw ¿1.85 self-tap l4 tan. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that matrix lock screw ø1.85 self-tap l4 tan the screw threads are slight stripped. No other issues were identified. The dimensional inspection was not performed for matrix lock screw ø1.85 self-tap l4 tan due to its inaccessible feature. The functional test cannot be performed since the device was received by itself but the alleged will not lock/unlock can be confirmed since the threads are slightly stripped might be the reason for the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for matrix lock screw ø1.85 self-tap l4 tan. While no definitive root cause could be determined, there was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: sterile part: part: 04.511.634.01s, lot: 8820567, manufacturing site: selzach, supplier: früh verpackungstechnik ag, release to warehouse date: jan. 31, 2014, expiry date: jan. 01, 2024. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Part number: 04.511.634.01c, synthes lot number: 7573185, supplier lot number: n/a, release to warehouse date: jan 06, 2014, expiration date: n/a, manufactured by synthes monument. No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.